Event description:
Boston scientific received information that this device was part of a system revision due to infection and erosion. A new right ventricular (rv) lead was implanted and the device was explanted and connected to that lead. The previously implanted rv lead was removed, however, the device remains in service as an external pacemaker. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.